Event description:
Information received by medtronic indicated that the customer reported problems with the pump, which keeps restarting once the battery reaches half. Troubleshooting was performed and found that customer did not receive a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. It was unknow whether the customer will continue or discontinue the use of the device. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 03/10/2024 11:32:57.000 failed battery alert/battery failed alarm was found on: 03/10/2024 11:31:35.000 03/10/2024 11:31:52.000 03/10/2024 11:32:07.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 21-mar-2024 at 07:50:58.000. There was no power data available for the date of 10-mar-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 02/11/2024 17:53:00 after more than 7 days at 15.99 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 13-mar-2024, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 03/07/2024 18:07:49.000 lostsensor1alert (780) was found on: 03/07/2024 18:39:00.000 lostsensor2alert (781) was found on: 03/07/2024 18:56:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 4 alarm and pump error 63 alarm (file number: 2017 line number: 147) were found on: 03/10/2024 11:31:32.000 pump error 4 alarm and pump error 63 alarm (file number: 2017 line number: 147) were confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Customer alleged for unexpected battery power loss was not confirmed. However, pump error 4 alarm and pump error 63 alarm (file number: 2017 line number: 147) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.